Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
It was concluded that the retaining ring for the 28 mm acetabular constrained liner fractured by metal fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the retaining ring could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the retaining ring bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions. The retaining ring was sectioned, which was most likely performed by the surgeon for purposes of removal of the liner assembly. Plastic deformation and burnishing was observed on the surface of the constrained liner and polyring. This was likely due to head/neck impingement which occurred during the reported dislocation. This resulted in the disassociation of the femoral head from the constrained liner. Metal transfer was also observed on the femoral head surface. The metal was found to be ti-6al-4v, and was most likely transferred from the retaining ring upon dislocation and/or removal. No material or manufacturing deviations were found in this investigation.